Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/27/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture observed behind the display lens. A leak test was performed and failed due to the display lens leak. There was no physical damage found on the keypad and all the buttons were responsive. The pump was opened and there was moisture damage observed on the printed circuit board assembly (pcb). The attempt to download the pump history and black box was unsuccessful due to moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the buttons on the keypad were under responsive to user presses and there was moisture behind the display. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.